Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned. There was no packaging returned with the device, therefore it cannot be confirmed that the correct device was returned. The damage noted to the device is consistent with the reported event. During the visual inspection, the distal 25cm of the catheter was broken /fractured. The catheter was noted to be deformed and extensively stretched. Functional testing was not performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that resistance was encountered while advancing the device around tortuosity. It is probable that the device was damaged due to friction experienced due to the tortuosity of the anatomy. An assignable cause of procedural factors will be assigned to the reported and analyzed events as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the physician encountered resistance while advancing the subject catheter in tortuous anatomy. The distal part of subject catheter fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer

Event description:
It was reported that during the procedure, the physician encountered resistance while advancing the subject catheter in tortuous anatomy. The distal part of subject catheter fractured. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.